Manufacturer narrative:
Patient information was unavailable from the site. Device unique identifier (UDI) is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that one of the door close alignment pins was jammed out of the seating hole. The pins were reseated and unjammed. The imaging system then passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the imaging system was stuck around the patient. The site had manually tried to open the gantry, but were unsuccessful. The site was able to moved the imaging system to the end of the bend too continue on with the case. It is unknown if there was a delay in the procedure, but there was no impact on patient outcome.